Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 430 mg/dl. Customer went to the hospital on (B)(6) 2017 at 3 pm. Customer¿s current blood glucose level was 190 mg/dl. Customer performed the high pressure test and passed the first time however they failed on the second high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.